Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 an email was received from a johnson and johnson sales representative in (B)(6) who reported a patient (pt) had ¿serious¿ eye pain and redness in the od while wearing the acuvue® vita¿ brand contact lens. On (B)(6) 2019 additional information was provided: the pt reported eye pain and redness on (B)(6) 2019 on the 2nd day of contact lens wear. The pt removed the suspect od lens and went to the eye care provider (ecp). The pt was diagnosed with ¿corneal inflammation¿ and had a follow-up appointment daily for 1 week. It was reported that the pt had a follow-up appointment with the treating ecp on (B)(6) 2019. On (B)(6) 2019 the pt was contacted and reported the ecp visit was on (B)(6) 2019. The pt was diagnosed with corneal ulcer od and not corneal inflammation. The pt was prescribed vigamox, ¿drops once per 3 hours¿, terramycin drops once daily and vislube (artificial tears). On (B)(6) 2019 an email was received with the medical certificate and additional medical information was provided: the medical certificate reports the pt was seen on (B)(6) 2019; chief complaint: ¿sore eye, pink eye¿; diagnosis: corneal ulcer on (B)(6) 2019 additional information was provided by the pt: the pt had not been back to the ecp. Additional information was requested, but no additional medical information was provided. On (B)(6) 2019 a call was placed to the pt who reported an upcoming ecp visit on (B)(6) 2019. The pt will provide additional medical information after the ecp visit. On (B)(6) 2019 additional information was received from the patient (pt): the corneal ulcer was located on the ¿edge of the cornea.¿ the pt experienced blurry vision. The pt¿s right eye (od) is completely recovered. The pt did not return to the doctor and stopped using the prescribed medication. The pt does not have any follow-up visits scheduled. The pt was cleared by the doctor to return to contact lens wear. The pt has worn a contact lens for 4 days and has not had any issues. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00t899 was produced under normal conditions. The suspect od contact lens was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.